Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the qa investigation details the reported condition of the device leaking oil could not be duplicated. Service replaced some components as part of normal preventive maintenance.

Event description:
It was reported that the handpiece was leaking oil. This was not during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.